Event description:
It was reported by the customer their insulin was squirting out during the manual prime process. The customer also stated their drive support cap was protruded. Customer's blood glucose was 213 mg/dl. Customer also stated they were unable to exit the preparing to prime loop. It was also found the insulin was also dripping after letting go of the act button. Troubleshooting found the customer's motor did not slow down nor did numbers ramp up on their screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)